Manufacturer narrative:
UDI#: (B)(4). DHR review: a full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. There is no evidence to suggest the device has not worked as intended.

Event description:
The original procedure was performed on (B)(6) 2014: access failure with a 22fr delivery system due to narrow and calcified vessels. Many attempts were made by the physician in order to gain access, as such applying silicone to the sheath as well as pushing and twisting the sheath for about 20min, but no success. No vessel damage was reported. This delivery system was withdrawn and the access was gained using a 20fr competitor device. The procedure continued normally and was successfully finished. (B)(4).